Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working and did not recognize fingerprints. However, there were no delay or no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working and did not recognize fingerprints. A technical support specialist applied the knowledge article (ka) - "bioid lumidigm update package 1.3 release for es ¿ failure recovery fix" to update package to the device via remote support service (rss). The update was successfully applied, coordinated with the customer to reboot the device. After the reboot, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.